Event description:
It was reported that during a low lobectomy procedure the staples did not form. Another device was used to complete the case with no patient consequence.

Manufacturer narrative:
Info anticipated, but unavailable at this time.